Event description:
It was reported that during a hip procedure, the locking ring was not assembled with the cup so the liner would not engage. It looked like the locking ring was broken. Another device was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h2; h3; h4; h6. Complaint is not confirmed. Visual examination of the provided pictures identified the locking ring has been disassembled from the shell. Signs of use (marks and scratches), possible bent ring but not clear from the pictures provided, no other issues identified. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.